Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced cuff abscess, hemorrhagic corpus luteum of the left ovary and anemia, pelvic and abdominal pain, dyspareunia, incontinence, urgency, recurrent urinary tract infections, difficulty emptying her bladder, urinary leakage, repositioning to void, post void dribble, suprapubic pain, stress incontinence, scar tissue, panic attacks, sling revision and tvt arm removal, adhesiolysis, dysuria, urinary frequency, CT guided drainage of pelvic abscess, fever, abdominal pain, nausea, pelvic abscesses, hemorrhagic corpus luteum of the left ovary, anemia, vaginal cuff abscess, cultures consistent with streptococcus agalactiae, yeast infection, difficulty with initiation of urine stream, cystitis, slow urine stream, nocturia, intermittency, dysuria, vaginal discharge, vaginal bleeding, urgency, frequent sensation of incomplete emptying, lower pelvic pressure, dribble after urination, stress urinary incontinence, urge related incontinence, low pelvic pain, low back pain, burning, pinching, scratching and pulling sensation inside the urethra, urine frequency, urine leakage, voiding requiring repositioning, recurrent urinary tract infections, difficulty emptying bladder, suprapubic pain, dyspareunia, vaginal pain, chronic pelvic pain, levator myalgia, bowel adhesions, and operative findings significant for the align sling, not located in the space of retzius but buried in the obturator internus muscles bilaterally, after removal there was still a portion of sling between (2 cm to 3 cm) on the right obturator neurovascular bundle complex with dense adhesive scar tissue. She has required non-surgical and surgical interventions including antibiotics, hospitalization for treatment of pelvic abscess, anemia that required transfusion of 2 units of blood, placement of a PICC line, and drainage of abscess ((B)(6) 2010 - (B)(6) 2010), an in-office cystoscopy and urethral dilation ((B)(6) 2011), hospitalization for sling revision, urethrolysis, laparoscopic adhesiolysis, laparoscopic sling revision and tvt arm removal, and cystourethroscopy ((B)(6) 2013), hospitalization for treatment of peritoneal abscess with antibiotics and computed tomography guided percutaneous drainage and placement of pigtail catheter ((B)(6) 2013 - (B)(6) 2013), with replacement of (inadvertently removed) pigtail catheter for further drainage of pelvic abscess ((B)(6) 2018), bowel incontinence and loss of consortium.